Event description:
It was reported that foley catheter has an elevation at the balloon. This makes it near impossible to place as a suprapubic catheter. This means that they were having to use a smaller diameter catheter, i.e., 14fr, to maintain the tract of the suprapubic catheter. These work to hold the tract open but decreases efficacy of draining. This leaves the patient more prone to obstructions. Customer asked was there any other alternatives for 16fr straight catheters that they can use. Per follow up via mail received on 12jun2023, the issues customer had been with the non-latex catheters. On (B)(6), patient who had a 16fr suprapubic catheter since (B)(6) was unable to have 16fr replaced, had to downsize to 14fr. On (B)(6) patient began with unc urology (B)(6) 2022 with spt in place. Attempted to place 18fr catheter (same size since (B)(6)), unsuccessfully. Unable to place 16fr, provider paged. By the time of provider's arrival, no spt could be placed. Patient had to go through interventional radiology to have spt reestablished. There were two more, but after our internal reports were placed, the exact information was forgotten. The problem was the ridge on the catheter balloon. It did not easily pass into the bladder. The other issue with have with all of the bd catheters was the cost. There was only one option that was latex free. This option was 2-3 times the cost of previous catheters used.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect balloon design (balloon wall thickness excessive)". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device were unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that foley catheter has an elevation at the balloon. This makes it near impossible to place as a suprapubic catheter. This means that they were having to use a smaller diameter catheter, i.e., 14fr, to maintain the tract of the suprapubic catheter. These work to hold the tract open but decreases efficacy of draining. This leaves the patient more prone to obstructions. Customer asked was there any other alternatives for 16fr straight catheters that they can use. Per follow up via mail received on (B)(6)2023, the issues customer had been with the non-latex catheters. On (B)(6) patient who had a 16fr suprapubic catheter since (B)(6) was unable to have 16fr replaced, had to downsize to 14fr. On (B)(6) patient began with unc urology (B)(6)22 with spt in place. Attempted to place 18fr catheter (same size since (B)(6)), unsuccessfully. Unable to place 16fr, provider paged. By the time of provider's arrival, no spt could be placed. Patient had to go through interventional radiology to have spt reestablished. There were two more, but after our internal reports were placed, the exact information was forgotten. The problem was the ridge on the catheter balloon. It did not easily pass into the bladder. The other issue with have with all of the bd catheters was the cost. There was only one option that was latex free. This option was 2-3 times the cost of previous catheters used.